Event description:
It was reported that after a scheduled thyroid procedure using a nerve integrity monitoring system, the patient awoke from the anesthesia with stridor and apparently a vocal fold paralysis. It was also reported that "it was a difficult case due to scarring and size of goiter. Both nerves identified and were intact. Both nerves did stimulate prior to closure. If nerves stimulate, usually good outcome. Not so in this case. Patient's long term prognosis is reported as "guarded"."

Manufacturer narrative:
(B)(4). (Correction from follow-up #1).

Manufacturer narrative:
(B)(4). This product was being used for treatment, not diagnosis. The analysis was completed by service <(>&<)> repair. There was no fault found. Device description: this nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack.

Manufacturer narrative:
The following information was received on (B)(6), 2012. The console and patient interface cable were examined by service <(>&<)> repair resulting in nff (no fault found). In a teleconference with the surgeon on (B)(6), 2012, the doctor stated that the nerves were confirmed to be intact through stimulation with the nim system prior to closing the surgical site. Therefore, the nim system was functioning properly during surgery. The risk management report will not be reviewed due to nff.